Manufacturer narrative:
The device was tested and no failures were found. The device was scrapped.

Event description:
It was reported that during testing conducted at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.